Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. Customer stated that she woke up with a low blood glucose reading of 40 mg/dl and a blood glucose reading of 48 mg/dl after treated with 3 glucose tablets. Customer took additional glucose tablets and the blood glucose reading went up to 200 mg/dl to 300 mg/dl. Customer reported that the low blood glucose levels began on (B)(6) 2017. Customer¿s blood glucose level was 258 mg/dl at the time of the call. The customer was assisted with troubleshooting and customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. Customer also reported to have experienced a high blood glucose of 300 mg/dl and treated with insulin pump. During high blood glucose troubleshooting, customer stated that the infusion set cannula was slightly bent. Customer reported to have received a motor error alarm and confirmed that they were able to rewind the insulin pump. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was not returned for analysis. Infusion set replacement will be sent.